Event description:
The hcp reported a pt was being admitted to the ER with withdrawal symptoms post pump replacement. The pump was primed in the or without the catheter connected. A catheter prime was not performed and the catheter was not aspirated. The pt was programmed to 440 mcg/day of 2000 mcg/ml of lioresal. At the programmed rate the pt would not have received drug for approx 24hrs. Specific withdrawal symptoms were not known at the time of the call. Add'l info has been requested from the hcp but was not available on the date of this report.